Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead of this pacemaker system triggered multiple lead safety switches (lss¿s) due to intermittently high out-of-range pace impedance measurements consistent with a spring contact issue. Technical services (ts) discussed troubleshooting options and programming considerations. This pacemaker system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).